Event description:
It was reported that the pt is experiencing decrease in performance with the internal device. Device testing revealed that the device is functioning within normal limits. Programming adjustments were made, however, the issue was not resolved. Revision surgery is under consideration.

Manufacturer narrative:
The patient's device was explanted.

Manufacturer narrative:
The patient was implanted with another advanced bionics cochlear device.

Manufacturer narrative:
The external visual inspection revealed that the silastic overmold was cut at the electrode lead as well as broken electrode wires. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed severed electrode wires. This is believed to have occurred during revision surgery. System lock could only be obtained at certain spacing. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. It is believed that the failure of this device is most likely due to a malfunction within the analog integrated circuit chip. Internal inspection did not reveal any anomalies on internal components. This older configuration is not currently manufactured. This is the final report.